Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited oversensing. The patient would continue to be monitored.